Event description:
It was reported that a small particles were observed inside two (2) minicap extended life pd transfer sets. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: two (2) actual devices were received for evaluation. A visual inspection was performed and round, loose, black and brown particulate matter particulate matter outside the fluid pathway was observed on the silicone tubing. The reported condition was verified. The cause of the particulate matter was determined to be manufacturing related issues that occurred during the assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. A visual inspection with the naked eye shown round particulate matter (pm) outside the fluid pathway inside the pouch. The reported condition was verified. The pm appears to be loose; however due to a photos only, the sample analysis was unable to determine if the pm was loose or embedded. The pm source was known as an extrinsic particulate matter that is an additive, foreign, and not part of the formulation, package or assembly process. The cause of the condition was determined to be a manufacturing related issue which occurred during the assembly process. Only pm that is mobile and within the solution or solution path will have the potential to induce pm related harm. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.